Manufacturer narrative:
Findings: unit received with blank display due to moisture damage on the electronic stack and on motor. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner. (B)(4).

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.